Event description:
Boston scientific crm received information that the patient believed the device was not functioning properly and that she had experienced muscle stimulation in the past. Unsuccessful attempts to obtain additional information were made. No additional information is available at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.